Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4) the event description states: "the cordis had a crack just above where the medication was connected. This led to medication leakage, due to the low volume of the medication (1.8ml/hr) this led to the patient most likely not receiving the medication. During evaluation of where the leak was coming from it was noted that the line was full of air. High risk medication, treprostinil was running through this line. Stopping this medication abruptly could have severe adverse effects. The patient was also at high risk of an air embolism due to the line filling with air quickly."